Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr901, implantable pulse generator (ipg), (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that patient's right ventricular (rv) lead had an increase in threshold. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.